Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(4). The provider states the end user alleged the chair will stop during use. The provider wasn't with the chair and will be going out to evaluate the chair and call back for additional assistance.